Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and increased capture threshold were observed on the right ventricular (rv) and right atrial (ra) lead. The cause of the event was due to suspected lead damage, although not confirmed. Technical support was contacted, and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.